Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ syringe luer slip has a deformed retention ring. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR, quality notification and maintenance records were analyzed and no occurrences potentially related to the defect were observed. Due the lack of sample or picture related to the occurrence, it was not possible perform the defect evaluation, thus it not possible confirm the root cause to the occurrence. CAPA is not required.

Event description:
It was reported that a bd syringe luer slip has a deformed retention ring. There was no report of exposure, serious injury or medical intervention.